Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (damaged) issue. It was reported that the display screen appeared to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: the complaint of a damaged display was not observed during evaluation. The display screen was fully functional with no visible signs of damage, fading or discoloration. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.